Event description:
On march 20th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that while most calibrations were within acceptable range, some appeared to be not true bg values. There were also some periods of rapid glucose and variability in the sg values. In order to gather more information, customer care contacted the user but they remained unresponsive to multiple communication attempts so no further investigation was possible. Per dms review, the user was using the system with up-to-date information.